Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his/her onetouch verio2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable or unwilling to say when the alleged issue with the meter started. The patient claimed that on an unknown date and time, he/she obtained an alleged inaccurately high blood glucose result on the subject meter of "160 mg/dl" compared to "110 mg/dl" on a onetouch ultra meter, performed within an unspecified time of each other. Based on statistical methodology, the calculated difference between these results may fall outside lfs' accuracy criteria. It is not known how the patient manages his/her diabetes or whether he/she made any changes to his/her usual diabetes management routine after obtaining the alleged inaccurate result. The patient denied developing any symptoms as a result of the alleged issue, but reported that treatment was received due to the product issue. The nature of the treatment was not provided. During troubleshooting, the patient was unable or unwilling to answer questions and the issue remained unresolved. In conclusion, from the limited information provided, the patient did not develop symptoms or receive treatment for an acute diabetes excursion. However, this complaint is being reported as a malfunction because the alleged issue was not resolved during troubleshooting.